Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, and excessive no delivery alarm tests. No motor error alarm was noted. The motor tested okay. A slightly loose and slanted drive support disk was noted.

Event description:
It was reported that customer's insulin pump alarmed motor error during bolus. Customer's blood glucose was 104 mg/dl. The device has alarmed motor error three times in the last month. The drive support cap is loose. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).